Manufacturer narrative:
The lot number could not be specified by the initial reporter. Upon review of this facility's order history, we confirmed the occurrence involves one of the two (2) following lot numbers: w4083211, manufacture date 07/05/2018, expiration date 07/05/2021, w4055589, manufacture date 04/10/2018, expiration date 04/10/2021. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. Two potential lots were provided. The device history records for both lot numbers was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all uts precurved ultra taper sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used two (2) cook uts precurved ultra taper sphincterotomes. When removing the stylet from the first sphincterotome, they noticed that the end of the sphincterotome was angled toward the right (pancreatic duct), rather than the left (bile duct) [incorrect cutting wire orientation]. It [the sphincterotome] was advanced through the endoscope, but failed to gain entry into the common bile duct (cbd). A second sphincterotome was opened and extra care was taken when removing the stylet. However, this [sphincterotome] had the same appearance as the first. This sphincterotome was also advanced down the endoscope, but when it became visible at the end of the endoscope, it was clearly bending towards the right. The sphincterotome was removed without attempting to cannulate the cbd. Another manufacturer's sphincterotome was then used, but was unable to gain access to the cbd. Because of several entries into the pancreatic duct, they were not able to complete the procedure. The duodenal endoscope was not in a difficult position. Additional information was received on 06-feb-2019: the surgeon concluded that he thought the patient had an altered anatomy. A section of the device did not remain inside the patient¿s body. The physician abandoned the procedure as not wanting to continually enter the pancreatic duct. The patient had a cholecystectomy a few days later and had common bile duct exploration at that time.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used two (2) cook uts precurved ultra taper sphincterotomes. When removing the stylet from the first sphincterotome, they noticed that the end of the sphincterotome was angled toward the right (pancreatic duct), rather than the left (bile duct) [incorrect cutting wire orientation]. It [the sphincterotome] was advanced through the endoscope, but failed to gain entry into the common bile duct (cbd). A second sphincterotome was opened and extra care was taken when removing the stylet. However, this [sphincterotome] had the same appearance as the first. This sphincterotome was also advanced down the endoscope, but when it became visible at the end of the endoscope, it was clearly bending towards the right. The sphincterotome was removed without attempting to cannulate the cbd. Another manufacturer's sphincterotome was then used, but was unable to gain access to the cbd. Because of several entries into the pancreatic duct, they were not able to complete the procedure. The duodenal endoscope was not in a difficult position. Additional information was received on 06-feb-2019: the surgeon concluded that he thought the patient had an altered anatomy. A section of the device did not remain inside the patient¿s body. The physician abandoned the procedure as not wanting to continually enter the pancreatic duct. The patient had a cholecystectomy a few days later and had common bile duct exploration at that time.

Manufacturer narrative:
Additional comments regarding section device identification: the lot number could not be specified by the initial reporter. Upon review of this facility's order history, we confirmed the occurrence involves one of the two (2) following lot numbers: w4083211, manufacture date 07/05/2018, expiration date 07/05/2021. W4055589, manufacture date 04/10/2018, expiration date 04/10/2021. Investigation evaluation: device 1: our evaluation of the first returned device confirmed the report of incorrect cutting wire orientation. During the laboratory analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the cutting wire facing 3 o'clock. The device was then bowed and the cutting wire was facing 3 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). The sphincterotome catheter was subjected to a close visual examination and twisting of the tubing was not observed. A discrepancy or anomaly that could have contributed to the reported event was not found during our laboratory analysis of the returned product. Device 2: our evaluation of the second returned device could not confirm the report of incorrect cutting wire orientation. During the laboratory analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the cutting wire facing 12 o'clock. The device was then bowed and the cutting wire was facing 12 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). The sphincterotome catheter was subjected to a close visual examination and twisting of the tubing was not observed. A discrepancy or anomaly that could have contributed to the reported event was not found during our laboratory analysis of the returned product. The device history records for the lot numbers said to be involved were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all uts precurved ultra taper sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.